Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed at ¿the level of the connection between the lines and the dialyzer and level of the fastening system¿ of a theranova 400 set during the ¿first part¿ of hemodialysis therapy. Additionally, the connection of the dialyzer was loosened. The volume of blood lost was ¿less than 500ml¿. There was no report of medical intervention associated with this event. No additional information is available.